Event description:
One patient with discrepant glucose results. Initial result gave 3 mg/dl. Same sample repeated three times giving 2, 6 and 110 mg/dl. Erroneous results were not reported. The field service representative determined a problem with the fluidics system to be the cause and replaced both sample probes and both wash probe seals. He also noted he replaced the degasser and water line filter. Performance tests performed which were within specification.